Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 12/2/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported aches, pains and hip makes noises. Medical records reported the hip was implanted on (B)(6) 2006. Revision surgical note reported adhesions and scar tissues that had to be removed, metallosis, metallosis on trunnion, a surgical delay of 30 minutes attempting to remove the liner that would not come out causing the acetabular component to be revised. It was also reported that joint fluid tested for gram positive cocci, but surgeon called infectious disease and decision was made to not revise stem based on result. Infectious disease doctor came in and personally looked at samples and felt the result was in error and there was no infection. Infection will not be coded lab results for metal ions were greater than (B)(4). The stem, cup, and liner have already been reported on (B)(4). The head and liner are this complaint will be rejected. Lot number for the cup is being updated. The complaint was updated on: dec 21, 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.